Event description:
Reportedly, a 23mm valve was explanted after an implant duration of 2 months and 12 days (2.40 months) due to aortic regurgitation (ar) and prosthetic valve endocarditis (pve). The customer reported that a 23mm aortic valve was implanted for aortic valve replacement to correct level iii aortic regurgitation on (B)(6) 2013. Coronary artery bypass grafting was also performed during the same surgery. The patient was discharged on (B)(6) 2013. The patient condition was well for a while. Shortly after dental treatment, the patient started feeling pain in both shoulders which gradually worsened. On (B)(6) 2013, the patient was treated in hospital emergently for cardiac arrest. The aortic bioprosthetic valve was explanted and replaced with a 17mm mechanical valve. Aortic annuloplasty and a repair of left ventricular outflow tract with a patch, model 4700, were also performed. The patient¿s native annulus was narrow after the repair of left ventricular outflow tract. At explant, vegetation caused by pve on the entire area of the leaflets was observed. The sewing ring except the area of non-coronary cusp was detached from the patient¿s native annulus which led to regurgitation. Myocardium at left ventricular outflow tract had a hole. The patch was used to cover the hole. The patient status was reported as ¿under treatment¿ as of (B)(6) 2013. The customer commented that this explant was not expected but not device related. The customer suspected the infection was likely due to dental treatments. Echo report will not be provided.

Manufacturer narrative:
Method: device not returned. Additional manufacturer narrative: the device history record (DHR) review is in progress. Through follow up with the customer, the following information was learned: the patient status was reported as ¿under treatment¿ as of (B)(6) 2013 with no update information provided. The customer commented that this explant was not expected but not device related. The customer suspected the infection was likely due to dental treatments. Photos of the device inflow and outflow at explant were provided. The device will not be returned for evaluation due to infection. No histology reports have been released. Based on photo evaluation, the valve appeared to have heavy growth on both the outflow and inflow aspect of the valve. Coaptation region from both aspects appeared restricted due to the growth. Pledgets were also observed on the sewing ring of the valve. Prosthetic valve endocarditis occurring early post-operatively, within 60 days, is usually due to perioperative bacterial contamination of the valve. Edwards lifesciences has validated methods for sterilization of all devices which ensures product sterility. In this case, the source of the infection is most likely from the dental treatments received before and after the aortic valve replacement. However, the type of infection has not been provided. Without return of the device and/or additional information regarding histology or type of infection, we are unable to conclusively determine root cause for explant of this device.